Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer left pump charging for 30 minutes and the pump began to charge successfully. Additionally, it was reported that the battery gauge was fluctuating. The customer's blood glucose was 117-118 mg/dl. The customer continued to use the pump for insulin therapy.